Event description:
The aeon endostapler system consists of a handle and reload. During a thoracic wedge resection procedure, it was reported that the side pin of a aesr60p reload had come loose and fell into the patient site. The surgeon was able to retrieve the pin out of the patient. It was reported that the staple line performed well. No patient harm.